Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was the patient reported that they noticed a sudden electric jolt and numb tingling on their leg since probably last thursday. The patient stated that about maybe 10 days ago, they rolled over to the side where their ins was when they were sleeping. The patient added that they also had lumbar ablation last wednesday, which they thought may have also affected their ins. The patient mentioned that they tried to lower their stimulation because they noticed that the jolt got worse when they increased the stimulation, but then they noticed that their urgencies were coming back when they lowered their stimulation for probably about a week. The patient also mentioned that they talked to their doctor yesterday and that they were waiting for a callback from them. The agent reviewed general therapy information and redirected the patient to their doctor to further address the issue.